Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed to press the fast stop switch several times to restore contact. There is no report of pt injury.

Event description:
The customer reported that the sys displayed a "locking mechanism defective" error message and no exposure was possible. The sys was locked up. There is no report of pt injury.